Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a peg j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 20120, patient in spain underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient was diagnosed with intestinal obstruction on (B)(6) 2021 and a bag was used to drain the contents. The duopa treatment was suspended. The same day in the afternoon, the patient also had a bronchial aspiration. From then on, the patient's condition worsened and was referred to palliative care with sedation. The report indicated that the patient passed away on (B)(6) 2021 due to bronchoaspiration.